Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The reported resistance was not confirmed because the stent on the omnilink elite was already damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine conclusive cause for the reported difficulties. Additional information provided by the account in regards to the stent movement confirmed that the physician manipulated the device while he saw that the device was not entering in the sheath. It should be noted that the omnilink elite instruction for use warns: do not roll the mounted stent with your fingers as this action may loosen the stent from the delivery balloon. In this case, manipulation of the stent did not contribute to the initial difficulty advancing. The stent movement and stent damage likely occurred during the attempt to advance against resistance in the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The 9.0mm x 59mm x 80cm omni elite otw stent expandable system (sess) could not advance through the 6 fr introducer sheath. There were no adverse patient effects and no clinically significant delay in the procedure. A non-abbott stent was implanted to complete the procedure. Returned goods device analysis revealed stent movement on the balloon. Follow up information confirmed the stent was manipulated during the 2nd or 3rd attempt to advance the sess through the introducer sheath. No additional information was provided.